Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter ac*t diff analyzer intermittently leaked a few small drops of diluent in front of the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer via the telephone to remove, clean and reinstall the probe wipe block. Customer reported that they ran start up and control and the instrument aspirated without leaking after the repair.

Manufacturer narrative:
Evaluation codes - results code - (other): probe wipe block. (B)(4).